Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, anemia and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (d and c and hysterectomy-uterus). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and heavy menstrual bleeding had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding: menorrhagia. Discrepancy noted in insertion date: (B)(6) 2009. Lot number: 628436 manufacturing date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case has became serious incident. Previously reported event "injury nos" replaced with new events. New events added: pain, menorrhagia, psych injury, post removal complication. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, anemia and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (d and c and hysterectomy-uterus). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding: menorrhagia. Discripancy noted in insertion date: (B)(6) 2009. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: lot number and product expiration date added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.